Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient was in ventricular tachycardia and the device was fired multiple times and was unable to correct the rhythm. At the regular device safety check, there was no rhythm present. An alert was sent to the physician's office. The patient was found deceased.

Manufacturer narrative:
Reporter title should have included dr., (B)(4).